Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jan2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. A direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remained ongoing on (B)(6). No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient was previously admitted (B)(6) 2020 (MFR# 2916596-2021-06168) and (B)(6) 2019 (MFR#2916596-2021-06202). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient developed persisting ventricular arrhythmia which needed direct current cardioversion/ablation or defibrillation and was readmitted from (B)(6) 2020 to (B)(6) 2020. There was no causal correlation with the device because of the patient¿s progressing illness.